Event description:
Patient with a total knee implant developed an infection. Surgical intervention is planned to exchange poly inserts.

Manufacturer narrative:
Patient with total knee implant developed an infection. Surgical intervention is planned to exchange poly inserts. Review of the device history record indicates that the device was manufactured to specifications. All sterilization requirements were met.